Event description:
The surgeon already had the planning done on MRI t1 and t2 exams. The patient has been installed in the frame, and a 3d oarm exam has been acquired and successfully merged with MRI t1. Once the guiding tube was about to be inserted in the brain (stn right), the surgeon acquired a oarm control exam, and tried to merge it with the first oarm reference exam. The fusion didn't work as expected, and displayed a severe deviation between the two exams (+80-90°, 2-3cm translation). It has been the same issue with the following oarm exams, giving no other choice to the surgeon than implanting dbs electrodes by relying on neurophysiologists and 2d checks only.

Manufacturer narrative:
It was reported that the automatic merge did not worked as expected. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs available determined that the root cause of the issue is the presence of multiple objects in the scan field. The CT was still adjustable with the adjusting frame. The IFU provides all necessary information to perform a manual adjustment if the merge result was not satisfying. Analysis of available data did not reveal any device failure, the device operated as specified.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The surgeon already had the planning done on MRI t1 and t2 exams. The patient has been installed in the frame, and a 3d oarm exam has been acquired and successfully merged with MRI t1. Once the guiding tube was about to be inserted in the brain (stn right), the surgeon acquired a oarm control exam, and tried to merge it with the first oarm reference exam. The fusion didn't work as expected, and displayed a severe deviation between the two exams (+80-90°, 2-3cm translation). It has been the same issue with the following oarm exams, giving no other choice to the surgeon than implanting dbs electrodes by relying on neurophysiologists and 2d checks only.